Manufacturer narrative:
(B(4).

Event description:
It was reported that during initial implant surgery for the deep brain stimulator, the lead was "changed due to no response" and was not implanted in the pt.